Event description:
It was reported that this patient on peritoneal dialysis (pd) had a hernia 3 months prior. In additional follow-up, the patient¿s pd nurse stated the patient has an abdominal hernia. It was stated that the patient started pd therapy (B)(6) 2024. It was reported that the patient first noticed the abdominal hernia in (B)(6) 2025. The nurse stated the patient was subsequently seen in the outpatient pd clinic in (B)(6) 2026 (date not provided) where the patient¿s nephrologist observed the hernia. Per the nurse, the patient has not required any medical intervention to date. However, it was reported that the patient will undergo a hernia repair on (B)(6) 2026. The nurse could not provide the cause for the hernia. However, the nurse confirmed that the patient did not have an overfill event nor any malfunctions with fresenius products in relation to the hernia event. The patient currently continues pd therapy with the same cycler.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s abdominal hernia. Hernia is a well-documented complication in pd patients due to an expected increased intra-abdominal pressure from the dialysate during pd treatment. Currently, there is no reported allegation or objective evidence that a liberty select cycler malfunction or product deficiency caused the hernia. However, due to the temporal relationship of pd with the fresenius cycler and known risk for hernia with this treatment modality, the use of the device cannot be excluded as a contributory factor in this case.